Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary it was caused due to an excessive force applied on the a/w connector of lg cable connector assy. Replaced parts in this complaint are as follow. Lg cable connector assy due to deformed. This report is being filed as part of the pentax backlog management plan.

Event description:
A/w connector at the lg plug leaky. Screws loosened. No pictures available. The time of event is unknown. There was no report of patient harm.